Event description:
It was reported that a pt underwent an obturator sling procedure on (B) (6)2010. During the procedure, the surgeon could not insert the device arm through pt's right obturator foramen. A different type of sling was used to successfully complete the procedure. The surgeon opines that the factors contributing to the event were thickened pt tissue and possibly a blunt trocar.

Manufacturer narrative:
(B) (4) conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet completed. Any further info derived from the eval will be submitted in the supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.